Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of a common femoral vein using four prostyle devices after an interventional cardiac ablation procedure with an 8f sheath. Reportedly with all four prostyle devices, the suture was not present when the plunger was removed. The sheath was upsized to a 16f, and the cardiac ablation procedure was completed. Hemostasis was achieved with a figure 8 stich. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing and dimensional analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The returned device observations indicate the plunger was not fully deployed flushed with the handle body such that the posterior needle tip was not ejected thus contributing to the reported needle to cuff miss. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.